Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable pump won't run alarm occurred. The reporter could not resolve this issue with following the troubleshooting steps. Additionally, it was reported that there was air in the line. No patient injury was reported.